Event description:
It was reported that the power cord was damaged with possible exposed bare wires. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the power cord was damaged with exposed bare wires. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device repaired and returned.

Event description:
It was reported that the power cord was damaged with exposed bare wires. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.